Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-oct-06 from a manufacturer representative. Document contained no new information. On 2016-oct-18, additional information was received from a manufacturer representative. Documents contained no new information. On 2016-oct-24, additional information was received from a healthcare provider. It was reported that the patient currently suffered from arthritis, asthma, benign essential hypertension, calciphylaxis of left lower extremity with a non-healing ulcer, cerebral palsy, diabetes mellitus, bilateral foot pain, spastic hemiplegia, hyperlipidemia, hypertension, neurotrophic ulcer, onychomycosis, diabetic polyneuropathy, reflex sympathetic dystrophy, sleep apnea, spasticity, and venous stasis. Surgical history included eye surgery, hip surgery, neurological intrathecal catheter implantation, and surgery of the conjunctiva bilaterally. The patient had additional history of cellulitis, cellulitis of the ear, cellulitis of the left foot, cellulitis of the trunk, dysuria, earache on the left ear, foreign body in the left auricle, chronic bronchitis, edema, obesity, onychomycosis, traumatic brain injury, injury due to motor vehicle accident, intracranial hemorrhage following injury, diabetic foot ulcer, prediabetes, reflex sympathetic dystrophy, right leg swelling, skin rash, spastic quadriplegia, sprain of knee and leg, urinary tract infection, and vericose veins with ulcer. Current medications included fosinopril sodium, furosemide, metformin hcl, glimepiride, nystatin, pravastatin, gablofen, CPAP machine, lancets, test strips, fish oil, monopril, multi vitamin, omega-3, vitamin b-6, vitamin c, zinc gluconate, and zinc sulfate. During examination of the patient on (B)(6) 2016, it was noted that the patient suffered from impaired balance. The patient was noted to be hemiparetic on the left side. Some hemiplegia was present on the left side as well. Spasticity of both legs was present with no involuntary movements noted. The pump was interrogated and restarted, and it was noted that the patient was "essentially asymptomatic." The pump was set to dispense 200mcg per day and replacement was planned for the following day. The patient tolerated the examination and reprogramming well. The patient was admitted to the hospital on (B)(6) 2016 for replacement. Pump logs indicated the pump should have had 17 months left on the battery, so early battery failure was thought to have occurred.

Manufacturer narrative:
Evaluation conclusion code no longer applies, apply to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 1672 mcg/day. The indications for use were intractable spasticity and head/brain injury. The patient went to the clinic on (B)(6) 2016 for a refill. Upon interrogating the pump, it was noted there was an alarm. Logs showed reset, reset low battery, and safe state occurred on (B)(6) 2016. The patient did not hear the pump alarming and was having no symptoms related to underdosing. A critical alarm was occurring. No symptoms were reported. The hcp was going to notify the surgeon.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer's representative. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was indicated that she was completing the return paperwork for the pump.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis of the pump identified high battery resistance, and overinfusion with an undetermined root cause. The pump was returned with a reset and safe state in the logs. The pump was also found to be over and under infusing during the dispense testing. Battery testing shows the pump battery to have a high resistance of 459.6 ohms.

Event description:
Additional information was received from the hcp on (B)(6) 2016. It was further reported that during the pump replacement, intravenous lines were put in place. A noninvasive blood pressure monitor was used. Cardiac leads were placed over the precordium. The patient was induced into general endotracheal anesthesia, and after the endotracheal tube was secure, the surgical field was prepped and draped. Prophylactic antibiotics were given. The previous incision was opened, subcutaneous tissues were transected, and then the pocket was opened. The pump was removed and disconnected from the catheter. Although the pump and catheter were in continuity, it was noted that the connection was not solid. The surgical field was irrigated and about 1ml was aspirated from the catheter. The catheter was connected to the new pump and there was a solid connection. The pump was internalized and secured to the fascia, and the wound was closed and dressed. The patient tolerated the procedure well and was transferred to the recovery room. The new pump was started at an increased rate of 300mcg per day from 200mcg per day because the patient never went into withdrawal. The cause for the tubing disconnection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.